Event description:
It was reported that elevated right ventricular (rv) lead thresholds were noted at the time of a routine device change out. The rv outputs have been 5v/0.64 ms or higher since (B)(6) 2009. After the change out the thresholds via the device were 2.5v/0.76 ms. The physician elected to leave the lead implanted and programmed to bipolar pacing as it was prior to the change out; however the new device was reprogrammed with longer av delays to eliminate rv fusion and to prevent any unnecessary rv pacing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: 5076 implantable pacing lead 2005 (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.